Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and inflammation. Upon revision, several layers of thickened gray tissue , consistent with metal on metal wear, was discovered. Update 3/26/2013- pfs received from legal. There is no new additional information that would affect the investigation. Update ad 10 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets in addition to what was previously reported, ppf alleges loosening of the cup and metallosis. The patient harm, patient name, unknown metal liner, and the unknown metal head were updated and added lawyer, surgeon, and account name. The cup was added to the impacted product due to the alleged loosening from the ppf. Doi: (B)(6) 2005; dor: (B)(6) 2011; (left hip). Please see (B)(4) for the right hip revision.